Event description:
On (B)(6) 2009, pt requested assistance with the change the cartridge process. He reported he had removed the old cartridge and placed the adapter and tubing on the new cartridge. Pt reported the infusion device screen displayed please remove the cartridge. Walked him through the remainder of the change the cartridge process. He stated there was a large air bubble at the top of the cartridge so walked him through priming out the air bubble. Pt reported after priming, there was still a small air bubble at the top of the cartridge. He stated he primed again, but there were a few small air bubbles in the tubing. Had him prime again but the air bubbles were still in the tubing. Had pt change to a new infusion tubing and primed until no air bubbles were visible in the infusion tubing. He stated new "tiny" air bubbles formed at the bottom of the cartridge. Pt reported he tapped the cartridge, but the air bubbles remained at the bottom. He stated the air bubbles were as tiny as champagne bubbles. Had pt reconnect the tubing to his infusion site and placed the infusion device into run mode. No physiological effect were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion tubing for eval.